Manufacturer narrative:
The product has not been received for evaluation and a lot number was not provided. A review of the device history record (DHR) could not be conducted. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from non-medical personnel regarding pre-mixed dialysate bags which ruptured while activating the solution for patient use. There was no report of an adverse event.